Event description:
The customer reported via phone call that they had a motor error alarm while setting up a new infusion set. The customer also reported receiving no delivery alarms. The customer did not have damage to their insulin pump. Customer's blood glucose was 7.1 mmol/l. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no motor error alarm or no delivery alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery tests and passed the motor test. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.